Event description:
Customer reported a centrifuge bowl leak. Name and function of complainant/reporter: (B)(6). Customer reported a bowl leak alarm during collect cycle. Customer aborted the treatment. No fluids were returned to pt and no fluids were administered to the pt. Pt was well at all times. Customer cleaned centrifuge chamber. Customer was expected to return data key for investigation but it was lost in transit.

Manufacturer narrative:
A batch record review of the lot file for a901 was performed and showed no non-conformances associated with this lot. This lot met all release requirements. A review of complaints received for lot a901 was performed. There was only one other centrifuge bow leak alarm reported to date for this lot. The assessment is based on info available at the time of the investigation. No product was received for investigation. Therefore, a root cause could not be determined based solely on the info provided by the customer. (B)(4).